Event description:
A doctor reported an intraocular lens (iol) was inserted and removed from a pt's eye. The pt left surgery without a lens, but returned a week later and had an iol implanted at that time. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined as not enough info was provided by the surgeon and no product was returned for analysis. Based on the results from the product and bath history record, the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).